Manufacturer narrative:
Eval, result - jack release pedal.

Event description:
It was reported that the release pedal was broken and the stretcher was unable to be lowered. No pt involvement or adverse consequences were reported.